Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of streptococcus infection, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported patient was in injected with juvéderm® volux¿ in the chin area. A month later, patient became ill with covid-19, deemed not device related. Unspecified time later, patient contracted streptococcus, deemed not device related then later developed swelling in the cheekbone area (more than the left side) and redness on the left side, next to the nose. Patient was treated with antibiotics and cortisone.